Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. There were no anomalies found. There was apparent explant damage. The proximal conductor was distorted and had blood/body fluid (not obstructed). The outer insulation had a breached cut. There was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the right atrial lead dislodged post-implant. During the repositioning attempt the lead kinked due to difficult patient anatomy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.